Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported unintended movement (clip opening) could not be determined in this complaint. It should be noted as per the instructions for use for mitraclip gen 4 states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation.¿ as it is reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr), this is an off-label use of the device. However, it cannot be confirmed in this case if the off-label use contributed to the reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code - 1494 - patient selectionna.

Event description:
This is being filed to report the clip opened during deployment. It was reported that this was a mitrclip procedure to treat functional tricuspid regurgitation (tr) with grade 4. The clip delivery system (cds) was advanced to the tricuspid valve and during deployment, the clip opened to 30 degrees. The clip was closed again and when establishing final arm angle (efaa), the clip did not open and was deployed. Three clips were implanted, reducing tr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.